Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. Stated felt high sugar levels. A patient reported: the patient stated unable to test and had stopped using meter. Their meter allegedly would power off during use. The result on their meter was unknown. There was no comparison. Not treated. No further information has been reported.